Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09472. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt had experiencing auto-reduction of stimulation. A full parameter diagnostic indicated all contacts have invalid impedance values. The pt had been without stimulation for almost a week and reported not noticing a difference in his pain with or without stimulation. The pt is working with his physician to determine the next course of action. Surgical intervention maybe undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.